Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (case FDA-2014-n-0736-2345, awareness date 04-nov-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2009. Consumer reported that after essure insertion she had the hsg (hysterosalpingogram) test and was confirmed block. Soon after she started getting sick. She was always extremely tired. She was hospitalized multiple times and no explanation could be determined to why she was so weak. She had several surgeries during this time also. She was diagnosed with autoimmune diseases. After almost five years of suffering, she finally went back to her gynecologist and he agreed that she was having an adverse reaction to the device. She was having an allergic type reaction that was wrecking havoc on her. On (B)(6) 2014, at only (B)(4), consumer had a hysterectomy. She still have some permanent damage to immun6 system that she will have to deal with the rest of her life. A year later she is feeling so much better. She is getting her energy back and is not constantly sick. Quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she was having an allergic type reaction. A hysterectomy was performed. This event is serious due to its medical importance and listed in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. Based on its nature and considering a positive temporal relationship, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention was performed. Additionally, she experienced extremely tired (resulted in hospitalization), several surgeries (it was not reported the reason for these surgeries) and auto immune diseases. These events are considered serious and due to their nature, causal relationship with suspect insert can be excluded. Non-serious events were also reported. According to product technical complaint, there is no relationship between the reported event(s) and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for u.s reporting.